Event description:
It was reported that pt's ipg could not communicate with her charger or her programmer. The pt reported she last had stimulation 3 to 4 weeks ago. A replacement charger was sent to the pt, but did not resolve the issue. F/u identified the pt was scheduled to meet with her physician to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.